Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the ostium/proximal/mid om exhibiting 99% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that a resolute onyx 30030ux was placed in the ostia/proximal portion of the 1st om. The device (ronyx20012ux) was attempted to be delivered to the more distal portion of the om. The ronyx20012ux was unable to cross and was removed from the vessel. Upon removal the stent had to pass through the previously placed ronyx30030ux as well as a guideliner. Removal difficulties were reported. Once removed the stent was examined and at that time it was noticed that stent struts were raised on the distal end of the stent. No patient injury reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands but was not meeting specifications due to deformed stent struts at the proximal end. Deformation was evident to the 12th, 11th. 10th, 9th and 8th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.